Event description:
A customer in (B)(6) notified biomérieux of obtaining discrepant meropenem results for three (3) separate patient isolates in association with the etest® meropenem test strip (ref. 513800, lot 1007278480). The patient isolates were also testing via vitek® 2 ast-n233 test kit and pcr. The summary of results is listed below. Patient 1: strain ID - kelbsiella pneumoniae. Vitek® ast-n233 result - mic=1, susceptible - etest® result - mic=3, intermediate. Pcr result - carbapenemase oxa48 detected, resistant. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. Biomérieux will initiate an internal investigation.

Manufacturer narrative:
This report was initially submitted following notification from a customer in germany regarding discrepant meropenem results for three (3) separate patient isolates in association with the etest® meropenem test strip (ref. 513800, lot 1007278480). The patient isolates were also tested via pcr. The summary of results is listed below. Patient 1: strain ID - klebsiella pneumoniae . Etest® result - mic=3, intermediate. Pcr result - carbapenemase oxa48 detected, resistant. A biomérieux internal investigation was performed on atcc® quality control strains and on the strains submitted to check the performance of the etest® mp32 on the impacted lot number. The results are detailed below: 1. Retained samples analysis biomérieux retains samples of every lot number released to the market. The retained samples for the two impacted lot numbers that you reported were investigated. For etest® mp32, the lot number 1007278480, expiry date 31-mar-2022 was tested in parallel with a reference lot number 1007735480, expiry date 12-nov-2022. Conformance to our specifications was verified with the following atcc quality control strains that were also tested to release etest mp32 strips: atcc® 25285¿ bacteroides fragilis, atcc® 49619¿ streptococcus pneumoniae, atcc® 49766¿ haemophilus influenzae , atcc® 27853¿ pseudomonas aeruginosa , atcc® 25922¿ escherichia coli . The etest® mp32 performance of the impacted lot and the reference lot number comply with the specifications. 2. Analysis of provided strains: the identification of the three provided strains were confirmed internally with vitek® 2 gn cards. Strain 1 was correctly identified as klebsiella pneumoniae. 2.1 breakpoints used eucast clinical 2020 breakpoints: meropenem for enterobacterales: s < or = 2 mg/l - r > 8 mg/l 2.2 strains characterization strain 1 was tested by pcr to confirm that it was enterobacteriae producing carbapenemase. S1 was confirmed to be a kpc. The agar dilution (ad) was tested since it was the method used for the etest® mp32 strips development. The following results were obtained: for meropenem : -s1 mic = 4 mg/l (I) 2.3 results with the etest method the strain was tested on the impacted etest® mp32 lot number 1007278480 and in parallel with a reference lot etest® mp32 lot number 1007735480, expiry date 12-nov-2022 the results were the following: for meropenem: -s1 mp mic = 4 mg/l (I) on both lots strain s1 *********** the customer's intermediate results were reproduced on meropenem (mic = 4 mg/l). Etest® mp32 mic was within essential agreement compared to the reference mics (ad) without any category error. 3. Complaint trend analysis no other complaint was registered on the etest® mp32 lot number 1007278480. No loss of performances were found during the investigation. One investigation is in progress on 2 patients strains on etest ® mp32. 4. Conclusion the results obtained on the s1 was reproduced internally but it remained in agreement with the ad reference method without any category error. The trend analysis of the complaints does not show any deviation on the reference product etest® mp32 reference 513800. As a conclusion, the performance of this lot etest® meropenem was within specifications and the investigation did not identify any product performance issue. Complaints trend analysis for this reference will continue to be monitored. It is also important to highlight that etest® products should always be stored according to the temperature specified on the packaging, until the given expiry date. Products can always be stored lower than the maximum temperature specified. That is why, it is recommended to store etest® meropenem (mp32), reference 513800 at -20°c instead 2-8°c.